Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise and high pacing thresholds. No oversensing was noted. No additional adverse patient effects were reported.